Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-sep-2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 failed to open and failed to close. A field service engineer found drawer rails tight, identified the left rail for drawer 5.1 failing, removed the entire half height drawer 5, adjusted the open and close sensor, realigned the slide rail into the ball bearing cage, replaced the slide bumper dog bone, adjusted the station guide rails further out, reinstalled drawer 5, and confirmed it now opens and closes more properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 5.1-pocket d1 was failed. The customer reported that the cubie would not open or unload when the drawer was pushed in to close, the drawer would not stay shut and instead reopens. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.